Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker patient presented in clinic for firmware upgrade. During the upgrade, the pacemaker went into backup vvi mode. It was noted that the patient experienced pectoral stimulation during the backup vvi. The patient was transferred to a hospital under electrocardiogram monitoring as the patient was pacemaker dependent. On (B)(6) 2018, a device download was performed and the device was restored. Patient was stable throughout.